Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The in-stent restenosis target lesion was located in the proximal right coronary artery (rca). After a rotawire¿ extra support guide wire successfully wired the lesion through the 7f mach 1 fr4 guide catheter, a 1.50 rotalink¿ plus was used to successfully ablate the in-stent restenosis. The 1.50mm burr was also advanced distally to the mid rca to ablate some calcific plaque in that segment of the artery. A 1.50 mm x 15 mm emerge¿ balloon catheter was advanced over the rotawire¿ and traded out for a 300cm mailman¿ guide wire. A 2.5 mm x 15 mm emerge¿ mr balloon catheter was advanced over the mailman¿ guide wire to the mid rca. Several dilatations were performed from the mid rca all the way back to the ostium of the rca. Next, a 3.0 mm x 32 mm synergy ii drug-eluting stent was advanced to the mid rca but could not be delivered and was removed. A 6f non bsc guide catheter was placed over the mailman¿ wire for better support inside the guide catheter. Subsequently, a new 3.0 x 16 synergy ii drug-eluting stent could also not be delivered over the mailman¿ wire and was removed. A 3.0 x 15 nc emerge¿ mr balloon catheter was then advanced over the mailman¿ wire and performed several dilatations at the mid rca lesion and proximal all the way to the ostium of the rca. A second unsuccessful attempt was made to deliver the 3.0 x 16 synergy¿. The physician then removed the device from the patient's body and noticed that the stent was no longer visible on the delivery system. The stent struts had lifted and caught the tip of the guide catheter, dislodging the stent from the delivery balloon into the proximal rca. A non bsc guidewire was advanced and wired the entire rca next to the mailman¿ wire that was still in the rca. A 3.0 x 20 mm emerge¿ mr balloon catheter was delivered over the non-bsc guide wire to the site of the undeployed stent. The mailman¿ wire was removed, and the balloon was inflated to crush the dislodged stent against the vessel wall. A new 3.0 x 24mm synergy¿ stent was deployed over the crushed stent and a segment of the rca back to the ostium. Post dilatation was performed over the entire stented segment with a fresh 3.0 x 20 nc emerge¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable the entire time.